Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm was noted. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had been alarming no delivery. The patient's blood glucose this afternoon was 529 mg/dl, which was treated via manual insulin injection. Troubleshooting for the no delivery alarm did not occur at the time of call. However, the father mentioned that a set issue caused the no delivery alarms since insulin would not exit when the site was connected to the tubing. The insulin pump was returned for analysis.